Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced inability to disengage the cot from the fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced, which is not reportable. Because of this, the number of reported events has been changed from 11 to 10.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced inability to disengage the cot from the fastener. There was no patient involvement.